Event description:
The patient is a female who presented with an acute inferior wall myocardial infarction. Angiography found a 75% stenosis in the mid body of the rca followed by a total occlusion in the distal vessel. The physician decided to use a thromcat thrombectomy catheter to remove the clot. During the first thrombectomy run, the physician had to push the thromcat catheter to get it through the 75% stenosis to reach the distal lesion. The physician then wanted to perform a second thrombectomy run, but the thromcat catheter did not restart. Thromcat was removed and a helix fracture with helix breakout 3-4 cm from the distal tip was seen. The next contrast injection revealed restoration of flow to the distal vessel, but there was a dissection and perforation in the mid/proximal vessel. The extravasation was stopped with bare metal stent implantation and 1 minute of pressure with the stent balloon. A second bare metal stent was placed in the distal lesion to complete the procedure.

Manufacturer narrative:
There were no signs of minor kinks or bends on the extraction catheter (infusion catheter was cut off). The extraction helix appeared not to be loaded in the distal tip, which suggests that the helix did fracture at the designed fracture point (dfp). There was slight twisting in the bilumen just proximal to the break out. The helix broke out of the bilumen approximately 1.25" from tip towards the bottom of the bilumen. The helix tore through the jacket proximal to the breakout location. The length of helix protruding from the jacket was approximately 5 rotations. The device was powered and it was verified that the electrical system was intact as both led's lit up. The device's bottom enclosure was carefully removed and revealed that the extraction helix did fracture at the designed fracture point (dfp). The bladder was not twisted, and the internal zippy micro switch functionality was verified. The extraction helix was cut in the clear section of the jacket to evaluate the rest of the extraction helix and to preserve the bilumen. The extraction helix was carefully removed from the jacket to reveal that there were no other fractures on the helix. Root cause: the most probable root cause is that the physician used the device in complex geometry (radius was evaluated to be approximately 0.323") and used additional push force to cross a lesion that resulted in the helix of the catheter to fatigue and fracture in the bilumen. Since the device was still connected at the drive assembly, it continued to run and breakout of the bilumen because of the tight radius that the device was in and the additional push force applied to the catheter. The excessive resistance on the helix exiting the bilumen caused the design fracture point (dfp). It cannot be determined by angiographic images, however, it can be speculated that the exposed helix caught the vessel wall and created the dissection and perforation.